Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead dislodged and exhibited loss of capture. The patient was asymptomatic. The lead was explanted and replaced on (B)(6) 2015. The patient tolerated the procedure well with no complications.